Event description:
Heater cooler unit used during open heart surgery case displayed much lower than expected heat output and water flow which delayed several open heart cases due to inability to warm pt quickly. Unit was still under warranty, so factory service was requested. When tech arrived, he informed us that the chiller unit that sits on top of the unit and makes the ice block was installed incorrectly and needed to be turned around 180 degrees to keep the ice block from impeding the warm water flow. The instructions for use on the other hand indicate that the chiller unit may be installed in either direction. We were told by the cardioquip tech that this issue was discovered by the company sometime in march of this year, but no addendums to the IFU's or any other communications were ever received from cardioquip regarding this issue. Diagnosis or reason for use: CABG. "Is the product compounded: no. Is the product over-the-counter: no."